Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # r59x1m. Device analysis: the analysis results showed that the cs40b device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer uncut and with the knife recess below the reload deck. Also, the returned cartridge was noted to have several staples stuck in the washer. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a contour stapler failed. Rep was not in procedure when it happened and does not have information on firing. Procedure finished successfully. No patient consequences were reported.